Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient noticed a reaction that consisted of irritation and inflammation (swelling) at the sensor insertion site under the sensor pod. On (B)(6) 2021, the patient's parent consulted a physician at an urgent care clinic who prescribed oral amoxicillin for the area. At the time of the reported, the patient's parent stated the skin reaction had subsided. No additional patient or event information is available.